Manufacturer narrative:
This report is submitted on june 15, 2020.

Event description:
Per the clinic, the patient experienced poor external magnet retention. The patient had a skin-flap revision surgery on (B)(6) 2020 under a general anaesthetic.